Manufacturer narrative:
Received one (1) used. List #a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock; lot #13993021. One photo was provided by the customer, and no physical damage or other anomalies were noted. Also inspected returned sample, no physical damage or other anomalies observed. The reported condition can be confirmed from the photo shared. However, the set was functionally tested, and no leaks were observed. The reported condition can be confirmed, but the probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock was found to have uncontrolled flow during use on a patient. The report stated that they were obtaining labs using the single stopcock method. When returning blood, blood bypassed the tri-set clamp and infiltrated into infusing tubing and lines. The sample was not reprocessed and reused, and it is available for investigation. A sample photo was provided showing the affected product. There was a delay in therapy due to tri sets needing to be changed out. There was no patient harm reported.